Event description:
It was reported that during a lung biopsy procedure; the doctor was using the device to clamp and cut the lung tissue and the reload cartridge fell apart. Another cartridge was placed in a new device and the biopsy completed. The doctor retrieved the pieces from the cartridge. A chest x-ray was taken post operation for chest tube placement and no visible pieces of the staple cartridge were seen but the pieces were plastic.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As the account information was not provided on the (B)(4) report, no attempts could be made to obtain additional information or arrange for the product to be returned. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.